Event description:
Baxter notified of incident via third party notification of a legal claim. Pt underwent dialysis treatment in 2000. Near the end of dialysis the pt complained of a dull pain sacrally then numbness and cramps of all muscles. On the way home the pt experienced weakness and pain in the lower back, stiffened and fell on the road. The pt was transported to the hospital by ambulance where the pt was given first aid. Diagnosis was chronic renal insufficiency. Two days later, the pt went to an outpatient facility complaining of irritation of the eyes. Diagnosis "conjunctivitis o.c. Utg, fundus hypertonicus gr iii o.c. Utg". No further info available.